Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a foreign material present on the optic of the preloaded monofocal intraocular lens (iol) from the time of its insertion. The physician attempted to remove the foreign object using irrigation/aspiration, a hook, and other methods, but was unable to extract it. No patient injury was reported. No medical intervention was required. No further information was provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section h3 - device evaluated by manufacturer? Yes device evaluation: the photograph and video provided by the customer were evaluated. The picture showed an eye being implanted with an intraocular lens (iol) claimed to be a tecnis monofocal iol preloaded in the simplicity delivery system, model dcb00. It was observed a grayish fiber like particle in the lens mid periphery (at 6:00 in relation to the picture orientation). The nature, origin, root cause and potential clinical impact if the lens remains implanted could not be determined from a photograph assessment. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found, and no escalation was required. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.